Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, device was not communicated. Customer tried to reboot but issue wasn¿t resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial Reporter Facility: (b)(6) A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 02-JAN-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, the technical support specialist (TSS) reviewed station and verified that no critical override icon was displayed on the station. Examined station logs and confirmed that the station was communicating normally without any errors. The system functioned as intended after the technical support specialist (TSS) investigated the device.